Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer and the ancillary trocar were not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Per the event description, it should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. To detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colon procedure, the ancillary trocar broke off inside the anvil and got stuck. No pieces fell into the patient. The broken piece was removed and the same device was used to complete the procedure. The device fired as intended and the anastomosis was good. No adverse consequences reported.